Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 7.7 mmol/l versus 5.5 mmol/l meter to lab. Tests were done within 5 minutes with a difference of 2.7 mmol/l. Patient did not experience any adverse events.